Event description:
Customer had just started ventilating patient and they heard alarm from the humidifier go off. When they went over to check the machine they found it was not operating. The customer then turned on the machine and performed a pre-use check, which passed ok.